Event description:
The pt was requiring extremely high doses of itb (intrathecal baclofen) to have minimal effect on spasticity/the pt had some weakness. The pt was on 1500mcg/day; no withdrawal was noted. A dye study showed subdural catheter and no flow of csf. The pt was taken to surgery and the catheter was replaced. The lioresal dose was decreased to 200mcg/day. At last, report, the dose was up to 400mcg/day; the pt's spasticity was still not controlled. The pt had no signs of withdrawal.

Manufacturer narrative:
(B)(4).